Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient inserted a new sensor and subsequently experienced inaccuracy and erratic, fluctuating sensor readings. During this time, the patient reported fingerstick blood glucose (fsbg) readings of 60 mg/dl, which later decreased to 50 mg/dl, while the cgm displayed a glucose reading of 100 mg/dl. On (B)(6) 2026, the patient experienced a hypoglycemic seizure but was unable to recall the exact time of the event. The patient declined to further elaborate on symptoms. The event was self-managed with administration of a glucagon pen injection, and the patient did not seek medical treatment. At the time of the report, the patient continued to use the sensor despite the ongoing inaccurate and erratic readings. The patient stated she continued routine blood glucose monitoring and ongoing use of the glucagon pen as part of her diabetes management. The patient reported she was feeling fine during the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.